Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad messages) has been confirmed. Upon investigation the electrode belt did not pass an ECG fall-off test. The lead 1 and 2 wires were pinched. The root cause for the pinched wires was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad messages.